Event description:
It was reported that during a clinic visit, the device treating health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) system stored episodes. Upon review, noise signals that appeared to be consistent with a procedure were observed on the right ventricular (rv) lead channels. It was noted a signal artifact monitor (sam) event was recorded that showed high out of range shock impedances of greater than 125 ohms were recorded. The hcp was unable to reproduce the noise. Ts discussed programming considerations with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the device treating health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) system stored episodes. Upon review, noise signals that appeared to be consistent with a procedure were observed on the right ventricular (rv) lead channels. It was noted a signal artifact monitor (sam) event was recorded that showed high out of range shock impedances of greater than 125 ohms were recorded. The hcp was unable to reproduce the noise. Ts discussed programming considerations with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: - b1: adverse event/product problem.